Event description:
It was reported that approximately forty one days post port device implant, the catheter was allegedly damaged and leaked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp attached to a groshong catheter were returned for evaluation and one medical image was provided for review. Functional, gross visual and microscopic visual evaluations were performed. Based on the sample evaluation the investigation is confirmed for the reported catheter fracture, fluid leak and identified deformation and naturally worn issues as two radially adjacent splits were observed approximately 8.6cm from the distal end of the cath-lock and the edges of both splits appeared rounded on the surface. Leaks from both splits were observed upon infusion. The investigation is confirmed for the identified improper or incorrect procedure method as the cath-lock was in reverse orientation on the port stem with the radiopaque band seated up against the port body. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2024).

Event description:
It was reported that post port device implant, the catheter was allegedly damaged and leaked. There was no reported patient injury.